Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed 100 low flow alarms have been logged since (B)(6) 2021. Information provided by the site indicated that, in addition to the low flow event, the ventricular assist device (vad) patient had numerous low flow alarms on their vad due to dehydration. Patient asymptomatic. Patient was moving to a new house over the past 10 days or so but said that during the move they didn't have any alarms. Team was going to give the patient 2 days to rehydrate and then come back for evaluation. Patient returned to clinic and it was noted that their heart rate was intermittently in the 40s with apparent high grade atrioventricular block (avb). Electrophysiology (ep) service increased the lower rate limit on their implantable cardioverter defibrillator (ICD) to pace the patient at 90 bpm. Hematocrit (hct) setting on hvad was also adjusted. The low flows were related to patient condition. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) patient had numerous low flow alarms on their vad due to dehydration. Patient asymptomatic. Patient was moving to a new house over the past 10 days or so but said that during the move they didn't have any alarms. Team was going to give the patient 2 days to rehydrate and then come back for evaluation. Patient returned to clinic and it was noted that their heart rate was intermittently in the 40s with apparent high grade atrioventricular block (avb). Electrophysiology (ep) service increased the lower rate limit on their implantable cardioverter defibrillator (ICD) to pace the patient at 90 bpm. Hematocrit (hct) setting on hvad was also adjusted. The low flows were related to patient condition. The vad remains in use. No further patient complications have been reported as a result of this event.